Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 20153343.

Event description:
It was reported that the patients stimulator was not providing adequate pain relief. The patient underwent a spinal cord stimulation (scs) explant procedure. No further information has been obtained.